Manufacturer narrative:
The reported complaint of a torn seal could be confirmed from a lot history review. The probable cause is from uneven adhesive application during manufacturing assembly. A lot history review shows this lot falls under an ongoing CAPA investigation.

Event description:
A break down in the integrity of the silicone seal on the female end of a tego® connector reportedly occurred after a few uses. This it impossible to aspirate or flush the dialysis port/line/circuit. There was a patient involved but no harm. This emdr reflects 5 similar occurrences.